Event description:
New information notes the lead was explanted and returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular lead exhibited loss of sensing, loss of capture and low impedance. The lead was capped and replaced.

Manufacturer narrative:
A partial lead was returned for analysis. Final analysis found that the insulation was abraded at 11.5 cm to 11.6 cm from the connector pin, due to friction with the device can. The outer coil was exposed in the same area.